Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that the customer was performing a diagnostic hysteroscopy procedure utilizing the myosure device to diagnose for a possible polypectomy. The procedure began with diagnostic hysteroscopy, upon entry pathology was noted. A myosure device was opened to perform tissue sampling, sampling occurred for 14 seconds when physician and staff noticed a high fluid deficit and slow collapsing of the cavity. The procedure was stopped at this point and the physician performed ultrasound on the patient, fluid was confirmed "in the belly". Patient was transferred to hospital for observation. Follow up with the physician indicated that there was no serious injury to the patient as a result of the fluid distension loss. No medical interventions were performed to prevent permanent injury or a serious decline in patient health. The physician did not confirm the presence of a uterine perforation.